Event description:
A malfunction was reported by the customer. There was no reported adverse impact on the customer's blood glucose level. Technical support provided guidance to reset the pump and assisted the customer with this process, ensuring that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arose again, which was acknowledged and understood by the customer.